Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
[Tampon] piece remained inside - vagina [foreign body in reproductive tract]. Pull a tampon out...piece is missing [device breakage]. Case narrative: consumer reported via phone that a piece of tampon was missing. No serious injury was reported.